Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02225. It was reported that the patient experienced an infection at the lead and ipg site. As a result, surgical intervention was undertaken in (B)(6) 2014 wherein the entire system was explanted. Patient was administered antibiotics. The infection has since been resolved.